Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd solomed¿ syringe had a broken tip. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
DHR, quality notification and maintenance records were analyzed and no occurrences potentially related to the defect was observed. The sample sent by the customer was verified and it was possible observe tip damaged. The potential cause for the problem is a barrel jam at assembly machine, causing the damage at syringe tip. As internal action for product, quality improvement will be performed for defects of damaged components.

Event description:
It was reported that a bd solomed syringe had a broken tip. There was no report of exposure, serious injury, or medical intervention.